Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. The autopulse platform is a reusable device and was manufactured on 20 apr 2007. It has exceeded its expected service life of 5 years. The platform was received with observed physical damages. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel; the root cause is attributed to a defective drive train motor. The observed physical damages are unrelated to the ua 17 error message observed during functional testing. After replacement of the drive train motor and the damaged parts, the device was further tested to full specification including the load characterization check and passed without any further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance and as part of routine service during testing, the platform was examined and displayed a user advisory (ua) 17 (max take-up revolution exceeded) error message on the user control panel.